Event description:
Procedure: MRI successful injection, when drawing back on syringe to remove and dispose, the plunger turned sideways, letting the remaining saline in syringe spill onto injector head and floor. No known harm to patient. Manufacturer response for injector, contrast medium, automatic, fastload mr syringe pack (per site reporter), will obtain.